Event description:
The pt reportedly had no link between the external equipment and the cochlear implant. The pt was seen at the center for device evaluation. External equipment was exchanged. However, the problem was not resolved. Testing performed confirmed that the pt's device was not functional. Surgery to explant the pt's c1 device is to be scheduled.